Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample from an unknown roche analyzer. The initial result was <0.100 miu/ml and was reported outside the laboratory. The physician asked the laboratory to confirm the result. The repeat result on (B)(6) 2017 was >10000 miu/ml and was believed to be correct because the patient is pregnant. There was no allegation of an adverse event. Analyzer serial numbers (B)(4) were provided, but it was unclear which was used for the testing. Clarification was requested but was not provided.

Manufacturer narrative:
Clarification was received that the analyzer involved was cobas 8000 e 602 module serial number was (B)(4). (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data a general reagent issue was not evident. An issue with the sample quality was suspected.